Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the pump infused half a bag of antibiotics despite correct programming to infuse the entire bag. The biomed department reported running investigations of their own on the pump and discovered the pump was not triggering occlusion alarms. There is no reported patient harm.

Manufacturer narrative:
(B)(4). The customer's report of the device under-infusing and the device failing to detect patient-side occlusions during testing were both confirmed. Physical inspection found that the two upper bezel bosses were broken. Log analysis results showed that on (B)(6) 2018 at 11:56pm, the user started a primary remote infusion of an unidentified drug with a rate of 25ml/hr and vtbi of 30ml. One minute later, the user started a secondary remote infusion of another unidentified drug with a rate of 25ml/hr and vtbi of 100ml. Four hours later, at 3:57am on (B)(6) 2018, the secondary program completed and the primary infusion continued. Approximately one hour and four minutes later, the user powered down the system. The secondary infusion ran for four hours and delivered a calculated volume of 100ml. The user reportedly saw a substantial quantity of residual volume in the medication bag. Rate accuracy testing showed an actual error of -5.2525% (under-infusion). During ¿patient-side occlusion¿ retesting, the pump module failed to detect a patient-side occlusion. The proximate cause of the both the under-infusion event and the failure to detect patient-side occlusion was determined to be broken bosses on the bezel assembly. The root cause of the broken bezel bosses was not determined.

Event description:
The customer reported the pump infused half a bag of antibiotics despite correct programming to infuse the entire bag. The biomed department reported running investigations of their own on the pump and discovered the pump was not triggering occlusion alarms. There is no reported patient harm.